Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. The product was changed out. There was 10cc of blood loss. There was no pt injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).